Event description:
It was reported during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument tip broke and would not match up. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Broken material, approximately 0.65" x 0.21", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to a mishandling/misuse. Additionally, the molded insulator of the grip tip was broken as a result of the damaged grip assembly. A piece approximately 0.06" x 0.04" was found to be broken off. The broken piece was not returned. A review of the instrument log for the force bipolar (471405-06/ lot k12211018 0101) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.